Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check before a normal device changeout procedure, the right atrial lead exhibited noise. All other electrical measurements were in range. Noise was not reproducible. The lead remained implanted. The patient would continue to be monitored.